Manufacturer narrative:
Additional information was received regarding the leads involved in this event. Additional suspect medical device component involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient was hospitalized due to a breakage in the skin that was exposing the lead. The patient's lead and clik anchor were explanted. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was hospitalized due to a breakage in the skin that was exposing the lead. The patient's lead and clik anchor were explanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional medical suspect device components involved in the event: model #: sc-4316, lot #: 16325684. Description: next generation anchor kit-sterile. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. The explanted devices were not returned to bsn as they were discarded by the medical facility.